Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sound intermittencies with the device which started suddenly few days ago. The intermittent sounds occur with head and body movements, especially when the head is bent forward (chin to chest). The user would hear a click then the device shuts off and then goes on again. The on-off time varies around 1-2 second and sometimes it re-establishes with a head movement. There was no decrease in loudness or sound quality reported. Additional information stated that there was no trauma reported. Re-implantation is planned.

Manufacturer narrative:
The received information from the field, indicates a possible technical failure of the implant. However to determine an exact root cause, a device investigation on the explanted device is necessary. Re-implantation surgery is considered however no date has been scheduled for it yet.

Event description:
The user reported sound intermittencies with the device which started suddenly. The intermittent sounds occur with head and body movements, especially when the head is bent forward (chin to chest). The user would hear a click then the device shuts off and then goes on again. The on-off time varies around 1-2 second and sometimes it re-establishes with a head movement. There was no decrease in loudness or sound quality reported. Additional information stated that there was no trauma reported. Re-implantation is planned but no date has been scheduled.